Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that review of a scheduled report was requested. The right ventricular (rv) lead showed a slow increase in pacing impedance measurements of 380 ohms to 460 ohms and shock impedance measurements of 90 ohms to 125 ohms. The most recent recorded pacing impedance was 451 ohms and shock impedance was 116 ohms. Stored electrograms show normal device operation. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of a scheduled report was requested. The right ventricular (rv) lead showed a slow increase in pacing impedance measurements of 380 ohms to 460 ohms and shock impedance measurements of 90 ohms to 125 ohms. The most recent recorded pacing impedance was 451 ohms and shock impedance was 116 ohms. Stored electrograms show normal device operation. The system remains in service and no adverse patient effects were reported.